Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, suture breaks occurred with two proglide devices. While the suture of the first proglide device was pulled and the device removed, the suture was caught in the o-ring of the device or somewhere, and broke. A second proglide device was attempted but while the suture was pulled in coaxial direction with the device and the device was removed, the suture broke. The sutures of two new proglide devices were successfully pre-placed. The sheath remained 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.